Event description:
Event description guidant received information that this right ventricular lead was explanted because of dislodgement and high pacing threshold measurements. No adverse patient effects were reported.